Manufacturer narrative:
(B)(4). The investigation was not completed at the time of this report. A follow up medwatch will be submitted once the investigation is complete.

Event description:
It was reported that there was a burning smell coming from the duo cart during surgery. No adverse events have been reported as a result of this malfunction.

Manufacturer narrative:
This complaint is being reported by zimmer biomet as (B)(4). In customer relationship management (crm), the previous work order for intellicart fluid system serial number (B)(4), was reviewed and noted no related non-conformances, requests for deviation (rfd) or any other issues with the repair. The previous work order noted no issues with the device after repair and all verifications, inspections and tests were successfully completed. Using crm to query for serial number (B)(4), the device was noted to have been previously repaired two time, the previous repair being for a receiver issue on 18 oct 2017. The receiver issue was not associated with the current reported issue, so the previous repair was a non-related issue. On (B)(6) 2017, it was reported from saint anne¿s acc that there was smell from the cart. Replite was contacted about the unit and dispatched a service technician to be at the site. On 05 jan 2017, the technician examined the cart and no burning spots with the cart rather he found that the carbon filter was failing; which causes the smell. So he replaced the carbon filter and then he verified that the cart was functioning as intended. The technician then returned the cart to service without further incident. The device was tested, inspected, and repaired. The root cause of the reported issue was due to a carbon filter malfunction. The reported event was confirmed during inspection of the device and the device was noted to be functioning as intended after the level sensor inside of cylinder #1 was replaced. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process. Product evaluated by external contractor.